Event description:
It was reported that the sterile blade packaging was unsatisfactory, as the white plastic crumbled and fell apart while opening the product. No adverse consequences were reported.

Manufacturer narrative:
The device subject to this complaint was reported to be a blade. However, the part number provided relates to a 'round fluted bur.' Based on information provided by the customer and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.